Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating while performing testing, it was observed that there was no filter on the device and would like to disinfect the device because of the risk of contamination due to the lack of filter. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed that their equipment was used on a patient without first placing a filter. The rse provided philips decontamination procedure to the customer per request. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.